Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were not reproduced due to a reload set alarm. The alarms were confirmed during a review of the event history log. Evaluation found the lower reading of the ultrasonic sensor to be out of specification (low). The upstream sensor was replaced to address this condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.